Event description:
A report received from another country indicated that a patient experienced two restenosis events, the first restenosis event occurred at nine months after implantation of the cypher stents and the second episode at twenty-five months after the index procedure. Initially, two cypher stents were implanted in the mid right coronary artery (rca). No information is available regarding the vessel attributes or lesion characteristics. One month later, another cypher stent was implanted in a de novo, eccentric, diffused, ostial and slightly calcified lesion in the proximal left circumflex. Nine months later, the patient presented with chest pain and coronary angiogram revealed restenosis of the proximally implanted cypher stent in the rca. It was treated by implantation of another cypher stent. The cypher in the proximal circumflex remained patent. The patient presented again with chest pain fifteen months after the first episode of restenosis and cardio angiogram revealed another restenosis of the cypher implanted in the mid rca. This restenosis was treated by balloon angioplasty.

Manufacturer narrative:
The cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that this report is being submitted for two products with unk lot numbers and unk catalogue numbers. This report has been submitted for two of three products involved in the same patient reported under mfg numbers 9616099-2007-02117 and 9616099-2007-02118. Add'l information will be submitted within thirty days upon receipt.